Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the failure to complete its internal self-test. The pneumatic block was replaced to address the issue. The reported error message could not be reproduced or confirmed. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported failure to complete its internal self-test was due to a design specification limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.